Event description:
This was a lead removal case with infection as the indication for extraction. An lld-ez was used to prep the lead and a 16f glidelight laser sheath was used to lase. An svc tear occurred, a sternotomy was performed, and the tear was repaired. The patient survived the intervention. Details are actively being pursued and a follow-up report will occur if more information is made available.